Event description:
The system was returned to the manufacturer after being explanted with no reason for replacement. Upon follow up, it was noted that the system was replaced due to erosion at the incision site. The left ventricular (lv) lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on lead analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted that visual inspection found outer insulation breached in-vivo/ metal ion oxidation. Concomitant: product ID d314trg, cardiac resynchronization therapy defibrillator implanted: 2012-(B)(6), product ID 6945-65, implantable tachy lead, implanted: 2002-(B)(6). (B)(4).